Manufacturer narrative:
Age at time of event: over 18 years old. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed in the late afternoon. A 33mm watchman laa closure device was selected for use. At the time of implant, the patient was in sinus rhythm and the la pressure was >10mmhg. The procedure was difficult as the laa had a very wide ostium and was also very "short". The closure device was deployed and released. The compression was approximately 10%, but it was difficult to measure as there was a big shoulder due to the patient's difficult anatomy. Sometime overnight, the closure device embolized into the mitral valve. The patient was asymptomatic; the embolization was discovered in the late afternoon during a control transesophageal echocardiogram (tee). The closure device was retrieved by snaring it via the aorta into the femoral artery. There were no further patient complications and the patient's condition is stable.